Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance, difficulty to remove and patient effects appear to be related to circumstances of the procedure; however, the reported shaft separation appears to be related to user error. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the 2.0x20mm mini trek rx balloon dilatation catheter (bdc) with the shaft separated and the outer member shaft area just proximal to the separation was torn. Additional information received clarified that it was the shaft itself that had separated, not the tip of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpackaging, a 2.0x20mm mini trek rx balloon dilatation catheter (bdc) was flushed, followed by removal of the protective sheath packaging without difficulty. During the procedure to treat a mildly calcified, 80% stenosed lesion in the mildly tortuous distal left anterior descending (lad) coronary artery, the 2.0x20mm mini trek rx bdc was advanced to the lesion with resistance felt and force applied, but the bdc was unable to cross the lesion. During withdrawal, resistance was felt against the lesion calcification, force was applied, and the balloon tip separated and remains in the patient. The physician spent an hour attempting to snare the separated piece, but it was unable to be retrieved. The patient was transferred to surgery to remove the tip and to treat the lesion. The tip was surgically removed successfully and the lesion was treated during the surgery. Post-procedure lesion stenosis was 80%. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.